Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The patient experienced excessive vaulting. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -10.00 diopter implantable collamer lens into the patient's right eye (od). The patient experienced excessive vaulting. Lens remains implanted. Per the medical review this complaint event is deemed not serious; and device causality is unknown. Based on the review for the reported product family and complaint type a trend was not exhibited. Therefore no corrective and/or preventative action is required at this time. There is no significant trend of this issue; the risk of the issue does not warrant escalation and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
B2: required intervention to prevent permanent impairment/damage. B5:the reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -10.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown. D6a: (B)(6) 2022. D6b: (B)(6) 2022. G6: follow up #2. H6: impact code: 4629, problem code: 1583. Claim# (B)(4).